Event description:
I woke up and went to get a shower and the right breast was deflated. I contacted my surgeon on monday (B)(6) and was given a cost of over (B)(4) to replace the implant. When I requested to move to silicone, I was told an add'l cost of (B)(4). After taking to ppl with new implants, the difference from saline to silicone was (B)(4). Upon speaking with people affected by instant saline rupture it was an add'l (B)(4).